Event description:
Event description cpi received information that this implantable pulse generator (ipg) exibited oversensing during attempted implant. The physician elected not to implant the device. Another ipg was successfully implanted.